Manufacturer narrative:
The investigation was completed and the clinical evaluation was able to confirm the reported event. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. Root cause of the reported event could not be determined. The devices were not returned and no evaluation was completed. Potential contributing factors to the reported events include; the inability to tolerate contrast (us surveillance), the off-label infrarenal angulation (90°) and the suprarenal cuff size that was two sizes larger than the main body stent might have contributed to the component separation and the el3a.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent, a suprarenal aortic extension and an infrarenal aortic extension on (B)(6) 2014. On (B)(6) 2016 the patient came in emergently with a type 3a endoleak with component separation between the main body and the infrarenal aortic extension. The physician elected to implant two additional suprarenal aortic extensions to seal the endoleak. The patient is stable.